Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient had increasing neck pain and increasing bilateral shoulder and arm pain, worse in the right than the left with weakness. On (B)(6) 2008 the patient presented with c3-4 right neural foraminal stenosis, cervical radiculopathy, mild spinal cord indentation, c4-5 cervical spondylosis, neural foraminal narrowing, suspected right chronic c5 cervical radiculopathy, c5-6 cervical spondylosis with neural foraminal stenosis, 11mm anteroposterior spinal canal diameter, suspected chronic right c6 cervical radiculopathy, c6-7 bilateral neural foraminal stenosis right greater than left, bilateral cervical radiculopathy, and suspected c3-7 painful pseudoarthrosis following previously attempted acdf c3-7. The patient underwent posterior c3-7 instrumentation using atlas, left posterior iliac crest bone marrow, and rhbmp-2/acs with confirmation of c3-7 pseudoarthrosis. It was reported that the patient sustained unspecified injuries.

Event description:
It was reported that on: (B)(6) 2008: patient was pre-operatively diagnosed with c3-c4 right neural foraminal stenosis, cervical radiculopathy, and mild spinal cord indentation. C4-c5 cervical spondylosis, neural foraminal narrowing, cervical radiculopathy, suspected right chronic c5 cervical radiculopathy. C5-c6 cervical spondylosis with neural foraminal stenosis,11 mm antero-posterior spinal canal diameter, cervical radiculopathy, suspected chronic right c6 cervical radiculopathy. C6-c7 bilateral neural foraminal stenosis, right greater than left, bilateral cervical radiculopathy . Suspected c3-c4, c4-c5, c5-c6, and c6-c7 cervical painful pseudoarthrosis/ nonunion, previously attempted anterior c3-c4,c4-c5, c5-c6, and c6-c7cervical interbody arthrodesis fusions, neck pain and underwent following procedures: posterior bilateral c3-c4 cervical interlaminar laminotomies with partial facetectomies and foraminotomies with decompression of the c4 nerve roots with intraoperative evoked potential monitoring. (Simultaneous procedure) posterior c3-c4 arthrodesis fusion with bone graft, bone expander, and rhbmp-2 with intra-operative evoked potential monitoring . Posterior c3-c4-c5-c6-c7 interspinous cervical instrumentation with 5 cable wire instrumentation with intraoperative evoked potential monitoring. (Simultaneous procedure) re-exploration of previously attempted c3-c4, c4-c5, c5-c6, and c6-c7 cervical fusion sites with confirmation of c3-c4, c4-c5, c5-c6, and c6-c7 pseudoarthrosis/nonunion providing the "reason for surgery" for multiple level posterior fusion procedures. Posterior bilateral c4-c5 cervical interlaminar laminotomies with partial facetectomies and foraminotomies with deco mpression of the c5 nerve roots with intraoperative evoked potential monitoring. (Simultaneous procedure) posterior c4-c5 cervical arthrodesis fusion with bone graft, bone expander, and rhbmp-2 with intraoperative evoked potential monitoring. Posterior bilateral c5-c6 cervical interlaminar laminotomies with partial facetectomies and foraminotomies with decompression of the c6 nerve roots with intraoperative evoked potential monitoring. (Simultaneous procedure) posterior c5-c6 cervical arthrodesis fusion with bone graft, bone expander and rhbmp-2 with intraoperative evoked potential monitoring. Posterior bilateral c6-c7 cervical interlaminar laminotomies with partial facetectomies and foraminotomies with decompression of the c7 nerve roots with intraoperative evoked potential monitoring. (Simultaneous procedure) posterior c6-c7 arthrodesis fusion with bone graft, bone expander and rhbmp-2 with intraoperative evoked potential monitoring. (Separate procedure, different part of the body by separate incision) harvesting for 4 left posterior iliac bicortical bone grafts and multiple cancellous strip bone grafts. Left posterior iliac crest bone marrow aspiration. As perop notes ¿the 5th procedure was performed back at the neck at c3-4 and involved removal of the cortical bone over the lamina and between the spinous processes and widely over the lateral masses and the facet joints. Strips of cancellous bone and followed by collagen saturated rhbmp-2 was applied and then the allograft mixed with cancellous bone was placed overlying these materials that were placed on top of the lateral mass and between the lamina. The collagen soaked in rhbmp-2 was placed over the strips of cancellous bone and thereafter the allograft with cancellous bone was placed over the rhbmp-2 soaked collagen.¿